Event description:
During an internal audit on april 19, 1999, it was detected that due to an administrative error, the following incident was not reported as an MDR: "during a gdc embolization the guide catheter looped into the external carotid artery causing tension on the gdc coil. The coil detached unexpectedly, most likely as a result of the stresses on the system caused by the prolapse of the guide catheter, which occurred as a result of the atherosclerotic nature of the pt's vessels." Through a follow-up with the physician by a co rep on november 24, 1998, target was informed that "the pt was deceased. The post-mortem showed that this was due to the original hemorrhage (pt was grade IV). The physician expressed that he had no concerns about the gdc coil, and the autopsy showed it had nothing to do with the cause of the death."